Manufacturer narrative:
(B)(4). D10: 51-104120 item name tprlc 133 t1 pps ho 12x144mm lot# 7004917; d10: 51-109050 item name tloc 133 mp sp t1 pps ho 5x95 lot # 7224177; d10: 51-145170 item name tprlc xr mp t1 pps 17x119mm lot # 7338366; d10: 51-104150 item name tprlc 133 t1 pps ho 15x150mm lot # 6032531; d10: 51-104140 item name tprlc 133 t1 pps ho 14x148mm lot # 6289615. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting the packaging, the sterile packaging was found damaged. There was no patient involvement. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h6; h10. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the provided photos/returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.